Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared a fault code-1003 indicative to voltage too low for remaining capacity. The patient will be monitored through latitude until further notice. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of voltage too low to project the remaining capacity. This device has been explanted and replaced due to premature battery depletion. The patient received antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of voltage too low to project the remaining capacity. This device has been explanted and replaced due to premature battery depletion. The patient received antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: g4 bsc aware date: the aware date of this event was originally sent as (B)(6) 2020 but the real date should have been (B)(6) 2020. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of voltage too low to project the remaining capacity. At this moment the patient is being monitored via latitude. This device remains in service. No additional adverse patient effects were reported.